Event description:
The nursing agency reported that the battery was changed on 3/31/97, and it was then noted 59 ml remained in the cassette. Twenty four hours later the cassette was empty. Reported that infusion rate should have resulted in 14.4 ml being infused over a 24 hour period. The prescription was for a continuous infusion.